Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28 , product type: lead. Analysis of the lead found the conductor of the lead body was broken at or near tines. The conductors #1 and # 2 were broken 5.1cm from the distal end.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the implantable neurostimulator (ins) battery was replaced due to end of service (eos). The patient would like the ins battery returned to her as souvenir. It was noted the issue was resolved at time of the report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.